Event description:
It was reported that the patient experienced infection a month after placement of their inflatable penile prosthesis. The device was removed. The patient was re-implanted with a spectra penile prosthesis two years later. The patient had no further issues. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.